Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads involved were not returned to zoll medical corporation for evaluation. Instead, retained sample testing of the lot number involved was performed. The customer's report was not replicated or confirmed. The retained sample investigation resulted in no faults found and concluded that the electrodes were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.